Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer stated that she was nauseated all day and then started vomiting. The customer had a flu bug until customer passed out and 911 was called. Customer the cause of 911 called was diabetic ketoacidosis. The customer was changed to a long acting insulin and homolog before meals and took customer off the pump. Customer was not wearing the pump at the time of 911 called. Customer had taken off the pump when she was feeling nauseated. The customer was unable to troubleshoot because she doesn't know where the pump is at the moment.